Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion inside socket air tubing. A definitive root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was top cover air vent clogged with dust caused overheat the unit and goes to spare lamp turn on. Additionally, corrosion inside socket air tubing due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the xenon light source exhibited an ignition error or a lamp light-up error (e103) and the device became stuck in spare lamp mode. The event occurred during inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.